Event description:
It was reported that bd insyte autog bc wing needle pierced the catheter. The following information was provided by the initial reporter: the needle portion of the IV catheter appears to have punctured the IV catheter shaft. 2 nov additional information: 1.physical sample available or not available?- unavailable-placed in sharps 2.patient status?- stable 3.date of event?- (B)(6) 2023. 4.-was issue being described noted before, or during used?- noted during use 5.was there any patient involvement?- yes. Rn was placing IV on patient when incident occurred 6.any adverse events or serious injury reported to patient or healthcare professional?- patient experienced pain at IV site 7.what was the patient outcome? - patient outcome was not changed. Patient was still able to have care completed. 8 .was there any delay of, or change in, the course of treatment due to this event?- no change to course of treatment. A different IV was placed at a new site. 9 .what procedure was being performed? Infusion therapy 10. Is there any leakage issue occurred? No 11. -can you provide more information on the defect found? IV needle punctured catheter 12.please provide further details of punctured the IV catheter shaft. Rn attempted to place IV per standard protocol. Patient complained of abnormal sense of pain at IV site. Rn could see at the IV site that the needle/catheter did not look as normal. Unable to advance catheter and pull needle back with button. Rn removed needle and catheter.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. E1. Address information was not provided, therefore, il was used as a state place holder.

Manufacturer narrative:
Investigation results: one photograph was provided for investigation. The photo showed a 22g winged insyte autoguard with blood control technology. The catheter was located over the needle, but was partially advanced from the needle. What appeared to be blood residue was observed throughout the catheter tubing and within the needle hub. The needle was protruding through the side of the catheter. Due to the evidence of use, the damage likely occurred during the insertion procedure. With the needle protruding through the catheter, the device was rendered unusable. Had the needle been in this condition when the packaging was opened, the insertion process would have been impeded. There is a 100 percent automated vision system inspection and a sampling plan implemented for needle puncture damage, which mitigates the occurrence of this defect. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. Investigation conclusion(s): the complaint of ¿needle through catheter¿ was confirmed. Probable root cause(s): use-related a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.